Event description:
One pt with discrepant phosphorus results. Initial result 10.4 mg/dl. Same sample repeated twice gave 4.4 mg/dl both times. Initial result was not reported. The field svc rep was unable to determine a specific root cause but noted that stirrer rods, r1 and r2 were bent and he replaced them. He also cleaned all waste solenoid valves, and adjusted the gear pump pressure, and detergent dispense on nozzles. Performance tests were performed.